Manufacturer narrative:
The customer cancelled the service call. The repair was completed on a different case. No further info is available.

Event description:
The customer reported that the 9900 system shut down in the middle of a procedure. No pt injury was reported.